Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 results for five patients. The following data was provided (customer¿s normal range is 9.01-19.05 pmol/l): sample ID (B)(6), initial result was 19.18, repeat, on a different analyzer, was 16.48 pmol/l. Sample ID (B)(6), initial result was 20.66, repeat, on a different analyzer, was 17.72 pmol/l. Sample ID (B)(6), initial result was 19.32, repeat, on a different analyzer, was 16.75 pmol/l. Sample ID (B)(6), initial result was 20.18, repeat, on a different analyzer, was 15.71 pmol/l. Sample ID (B)(6), initial result was 22.11, repeat, on a different analyzer, was 17.21 pmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated architect free t4 results for five patients. The following data was provided (customer¿s normal range is 9.01-19.05 pmol/l): sample ID: (B)(6), initial result was 19.18, repeat, on a different analyzer, was 16.48 pmol/l. Sample ID: (B)(6), initial result was 20.66, repeat, on a different analyzer, was 17.72 pmol/l. Sample ID: (B)(6), initial result was 19.32, repeat, on a different analyzer, was 16.75 pmol/l. Sample ID: (B)(6), initial result was 20.18, repeat, on a different analyzer, was 15.71 pmol/l. Sample ID: (B)(6), initial result was 22.11, repeat, on a different analyzer, was 17.21 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect free t4 results included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Return testing was not completed, as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot: 65132ud02, stored at the recommended storage condition. The testing was completed indicating that the product is performing as expected. A review of tracking and trending did identify trends for list number: 07k65. Additionally, an increase in complaint activity was identified for reagent lot: 65132ud02. However, testing was performed and all testing passed indicating the reagent lots are performing as expected. Device history record review did not identify any non-conformance's or deviations for the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect free t4, lot number: 65132ud02, was identified.